Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer's bgs were initially high (262-317mg/dl) in the late morning hours despite having administered multiple correction boluses. During one bolus attempt,the pod had initiated two consecutive alarms which resulted in an incomplete delivery. The pod continued to be used into the evening hours and additional boluses were delivered, which were successful in lowering her bgs. The pod will be returned for eval.